Manufacturer narrative:
Additional components potentially involved in the event: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000086773.

Event description:
It was reported one of the patients leads migrated. Surgical intervention may occur at a later date. Investigation was unable to determine which lead migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place where the patients leads were explanted and replaced. Related manufacturer reference number: 3006705815-2023-03809.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.